Event description:
It was reported that during the implanting procedure the physician tried several attempts to place the lead in the target position. After repeated attempts, the physician noted the lead was damaged. The lead was removed and replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. No anomalies were found. The analyst noted no damage was noted at time of analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.